Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2017. The exact date is unknown. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that air leaked from the cuff of a portex® blue line® siliconised pvc tracheostomy tube during use. No injury was reported.

Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Visual inspection found no discrepancies. Inflation testing was performed and leakage was observed from the inflation line. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed for the given part and found no discrepancies. An audit of (B)(4) devices was performed and detected no deflated inflation line. Based on the evidence, the root cause was attributed to a manufacturing issue.